Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger/modem was resetting and would not recognize a test battery pack. Upon evaluation, liquid contamination was found on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, the charger exhibited a bga failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. The root cause of the inability to power on cannot be distinguished between the contamination or the bga failure. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger indicating that it was resetting.